Event description:
We rec'd a recall from the MFR of amnisure rom testing devices. After review of the recall data, it is my concern that the test no longer falls into "waived category" definitions. Dilutions of the specimen at the bedside is neither practical or within the scope of practice for most of the personnel that would be performing the test. Also, the data in the recall describing the so called "hook effect" is definitely out of the area of expertise for most of the would be testing personnel.